Event description:
As per complaint, the pt was awake and cooperative. Approach: pt was sitting up in the bed, doctor facing pt. Insertion of the tiger tube was performed. No resistance felt at any stage. Pt was haemodynamically stable. Nj tube was inserted according to book instruction. The physician left the nj at 60cm and then ordered chest x-ray afterward to confirm position. Tiger nj tube was found to be misplaced into the right lung, confirmed by CT scan. Tube penetrated right main bronchus, the right lung and into the pleural space. The pt was too ill to undergo the thoracic surgery necessary to remove the tube so the tube was not removed. This was discussed by cardio-thoracic surgeon consultant and intensive care consultant and the pt's family. The pt died. The pt had a poor outcome that was already agreed on, regardless to the incident and she was not making any progress in term of improvement in spite of the intensive care mgmt. Withdrawal of care was agreed by the intensive care consultant and the pt's family in view of her extensive medical background history of the muscular dystrophy. The incident of misplacement of the tiger nj tube accelerated the poor outcome, active care was withdrawn and she died. This additional info was in response to f/u questions from the local sales rep. The device used was one of two tiger 2 self-advancing nasal jejunal feeding tubes which had been supplied to this facility as free of charge sample devices for their clinical use following a meeting between the sales rep and the doctor. The doctor stated, "it's kind of routine to x-ray every pt after nj tube insertion to confirm position. So I left the nj at 60cm and then ordered the x-ray. And it found to be misplaced in the lung. It's my first experience with tiger nj tube. But I have inserted may fine bore nj tubes without complications. I took direct instructions from the intensive care consultant and I read the booklet of instructions that was with tiger nj tube package."

Manufacturer narrative:
(B)(4). Event eval: still under investigation.